Manufacturer narrative:
Updated . The navigation ring was returned for failure investigation (fi) which determined internal contamination/debris was causing the user interface issues.

Event description:
The customer reported the ventilator touch screen is not working properly. The customer reported there was no patient involvement.